Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on april 14 at 7 am. The customer¿s blood glucose level was above 600 mg/dl at the time of hospitalization. The customer was admitted to emergency room, corrected blood glucose using syringe, customer was admitted to intensive care unit. The customer gave positive test for ketones and also experienced vomiting due to high blood glucose. The customer treated high blood glucose with insulin intravenous drip. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer reported auto mode was automatically delivering insulin at the time of high blood glucose event. Based on customer report customer did not allege pump was under delivering. Customer was unable to complete carelink upload. The device will not be returned for analysis.